Manufacturer narrative:
Report date: 04feb2019. Date rec'd by MFR: 01feb2019. Additional information: report source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition cannot be verified. The pse advised the customer to replace power management (pm) printed circuit board assembly (pcba) or graphical user interface.

Event description:
The customer reported that the ventilator had a black screen. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.